Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a 6 unit bolus twice and called tandem technical support to inquire if there was a way to cancel the second bolus. At the time of the call, the customer's blood glucose (bg) level was 122 mg/dl. Tandem technical support confirmed that the customer has 12 units of insulin on board (iob) which confirmed that the bolus had been delivered. Recommendation was made to monitor bg level and call back should further assistance be required. The customer understood.